Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6), the distributor reported that the pump history was reviewed and no alarms were identified. The pump functioned as intended. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.